Manufacturer narrative:
Humidifier ds6hflg sn (B)(6).

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged difficulty breathing. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found air inlet had unknown dust-like contamination. Ui (users interface) knob was partially broken. Pca (printed circuit assembly) has dust-like contamination all over the top of it. Underside of the pca had stains of potential no-clean flux or isopropyl alcohol on it. Pca copper edge pins have unknown corrosion on them. Dust-like contamination on the top of the blower box lid and surrounding area, blower motor and inside of the bottom enclosure. The inside bottom of the blower box had unknown dust-like specks of contamination and tiny fibers or hairs. The sound abatement foam was intact and had dust-like contamination on top of it. A broken dark gray piece of plastic was found at the inside bottom of the enclosure. Air inlet seal had unknown white dust-like contamination on it. The manufacturer also received humidifier and an internal visual inspection of the device was completed by the manufacturer and found dust-like contamination around humidifier lid output port, on the bottom of the enclosure and the heater plate. Dry box seal had slight dust-like contamination on it. Also dust-like contamination and potential tiny fibers found at the bottom of the enclosure and under the heater plate. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 19 errors. The manufacturer concludes multiple contamination of keratin, dust, fibers, stains, flux, corrosion found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.